Event description:
The account alleged the brakes will set but do not hold at the foot end of the stretcher. No injury reported.

Manufacturer narrative:
The technician found the brake rocker arm at the foot end had broken. No further info is available on the repair of the bed at this time.